Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts caused by loss of capture of the right ventricular (rv) lead. There was also decreased sensed r wave amplitude and over-sensing. A chest x-ray confirmed that the rv lead was dislodged. High voltage therapy was deactivated via programming. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, and h6 correction: b6 was missing from previous report.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable before, during, and after the procedure.